Event description:
Additional information was received from a healthcare provider regarding the patient in a clinical study. A pump refill occurred on (B)(6) 2016 and the expected volume per the programmer was 5.5 ml, however the actual residual volume received was 15.5 ml which was noted as being outside of the specifications. No actions were noted as having been taken.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via product surveillance registry (psr) regarding a patient who was receiving remodulin (10.0 mg/ml at 8.237 mg/day) via an implantable pump. The pump's indication for use (IFU) was not provided. It was reported that at a refill appointment, the volume discrepancy was out of specification: the expected residual volume was 5.5 ml but the actual residual volume was 15 ml. No patient symptoms or interventions were reported. A follow-up report will be sent if additional information is received.

Event description:
The clinical study name is being corrected (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional via the clinical study indicated that a refill took place on (B)(6) 2016 showing the programmer expected volume of 9.6 ml and an actual residual volume of 18.1 ml. It was noted this was outside of the specifications. No patient symptoms or actions taken were reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional via the clinical study indicated that at another refill appointment on (B)(6) 2015, there was another out of specification volume discrepancy where the expected residual volume was 7.1 ml, but the actual residual volume was 16.5 ml. Another follow-up report will be sent if additional information is received.